Manufacturer narrative:
Investigation of returned guidewire revealed the core was broken at approx. 5mm and coil at approx. 15mm from tip end respectively. Observation by scanning electron microscope revealed that the core wire wa broken due to excessive rotational force. Lot history review revealed no anomaly relating o the reported event. No other product experience report was received for this lot. It is inferred that rotational manipulation might be applied to the guidewire of which distal end was caught in the cto lesion, core wire was broken due to accumulated forced which exceeded the product design limit when it was broken. Along with removal of the guidewire, coil was decoiled and elongated, broken at the point of middle brazing.

Event description:
Reportedly, during the procedure to treat a cto lesion at superficial femoral artery, guidewire tip was trapped in the lesion and broken apart. At the physician's discretion, a stent was placed for treating the cto lesion and for embedding the separated fragment against the vessel. Patient is in stable condition and has been discharged.